Event description:
Dexcom was made aware on 02/25/2025, that on approximately(B)(6) 2024, the patient experienced a skin reaction. The wearable was inserted into the arm. According to the patient, she experienced a skin reaction with itching, rash and scar underneath the wearable pod area only. The patient was unable to recall how many days after she inserted the wearable the skin reaction occurred. The patient confirmed that she has a scar, and not just skin discoloration. The reaction was treated with over-the-counter topical polysporin cream and silicone cream. No photo was provided. There was no documentation of further medical intervention. The scar was present more than 3 months after the skin reaction occurred. The patient did not provide their current condition at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4)/ labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). E1: initial reporter state: bc.